Manufacturer narrative:
H3: the pipeline flex was returned stuck inside the marksman catheter. The tip coil was found to be kinked. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be separated at 30.5cm from the distal tip. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. In addition, the catheter body also found to be accordioned at 21.8cm to 32.6cm from the distal tip. No other anomalies were observed. The pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed as the pipeline flex was stuck inside the marksman catheter. Additionally, the catheter was found separated. From the damages seen on the catheter (accordioning/separating), braid (fraying), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during delivery. The customer reported that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that aneurysm dense mesh stent treatment was performed. After the marksman microcatheter was in place, resistance occurred at the distal end during the delivery of the stent. After fixing the push rod of the stent and retracting marksman, it was found that it could not move back normally and the stent could not be delivered forward. It was suspected that the marksman or ped stent was damaged or broken, so the stent was withdrawn as a whole. After replacing with the new stent and phenom catheter, the operation was successfully completed. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved indication. The patient was undergoing aneurysm dense mesh stent surgery for treatment of a saccular, unruptured left middle cerebral artery (mca)  aneurysm with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 3.13mm distally and 3.75mm proximally. The access vessel was the femoral artery with a diameter of 8mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level requirements met. Additional information received reported the catheter was stretched.